Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had lost power. There was allegedly moisture ingress in the battery compartment with no reported damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed an unexplained pump reboots. The ¿no power¿ issue was unable to be duplicated during the investigation. During a visual inspection of the pump, the battery compartment was fully intact with no damage or cracks observed. The returned battery cap securely to the pump and maintained an electrical connection. There was moisture corrosion observed in the battery compartment. A leak test was performed and passed with no leaks found. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and there was no intermittent condition or moisture found inside the pump. (B)(4).